Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced infusion set leakage event from (B)(6) 20244. The leakage was in the cannula site. The infusion set was in use for 48 hours. The blood glucose level was high and the patient was treated with correction bolus via pump the trace ketones were also present. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 1 of 2.